Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found cut 11.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip and shock coils was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized. The is1 connector pin was found partly pulled out of the lead body and the inner coil was found stretched 2.5 cm distal to the is1 connector pin. These damages most likely resulted due to applied tensile forces during the extraction procedure. However, further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Should additional information or diagnostic images become available, the investigation will be updated. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Physician was trying to explant previously capped ra lead and replace this rv lead due to high shock impedances of over 150. Patient coded during procedure. Should additional information become available, this file will be updated.